Event description:
Customer reports via phone , after a procedure, the injector and tubing were disconnected from the patient and moved to the side. A technologist meaning to unload the syringe, then accidently pressed the fill/expel bar forward causing blood contaminated fluid to spray on a male staff member in the chest. The staff member was wearing protective clothing, glasses and a face shield. But the spray splattered from the chest upward underneath the shield and glasses. Staff indicates the fluid did not get in the eyes, but the staff immediately performed eye rinsing and skin cleansing per hospital established protocol. Patient blood has bee drawn and sent to lab for testing. No information has been received from that testing.

Manufacturer narrative:
Field service engineer verified proper operation of the injector per chapters 2 and 6 of the installation and service manual. Unit returned to full service by the customer.